Event description:
Boston scientific received information that during an implant procedure, this patient¿s chronic right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 200 ohms when connected to a newly implanted device. Attempts to program the device around the out of range measurements were unsuccessful. No connection issues were noted and the terminal pins did not encounter any resistance when they were inserted into the header. The physician felt that the proximal coil of the rv lead was damaged during the procedure. A second procedure was performed the next day and this rv lead was capped and successfully replaced. No additional adverse patient effects were reported. The ICD remains implanted and in service. The serial number for the ICD was not provided and is unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.